Manufacturer narrative:
On 6/5/2019, the mentor failure analysis lab has received the device for evaluation. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: mentor memorygel breast implant 375cc, catalog number 3503751bc , serial number (B)(4), lot number 6549662. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2019, during evaluation of the sample some creases were observed in the anterior view. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 350cc and experienced capsular contracture on the left breast implant. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 400cc on (B)(6) 2019. This report contains supplemental information for mentor psr reference number (B)(4).